Event description:
It was reported that the gynecologic laparoscope had an abnormal image. The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber optic break points, component failure of the electronical component, component failure of the light guide (lg) bundle and light source fail. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: abnormal image caused by component failure of the electronical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.